Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The tibial tray remains implanted, but the locking bar was returned. Visual examination of the returned product identified wear marks and nicks/dings on the locking bar. Device was submitted for further analysis. Analysis determined smearing on the leading edge of the locking bar. No significant contact marks or smearing was observed on the underside of the device or on the clasp tip and underside and contact marks near the insertion dimple of the device. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-00134. The locking bar of the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during right total knee arthroplasty the locking clip was difficult to insert through the tibial insert and tibial tray. A second tibial insert and locking clip were used to complete the procedure.